Manufacturer narrative:
(B)(4). Eval summary: eval of the returned xience v stent delivery system (sds) noted that the undamaged stent implant was stationary on the tightly folded balloon between the markers. Further, dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily tortuous, which likely contributed to the failure to cross. The hypotube was separated 16 cm distal to the strain relief tubing, thus, confirming the complaint. The fracture faces were ovaled as if kinked prior to separating and the jacket was stretched and also separated at the same location. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were kinks in the hypotube 1.3 cm proximal to the separation and 1 cm, 2 cm, 3.5 cm, 21.5 cm, and 66.2 cm distal to the separation also noted. The reported tortuous anatomy likely contributed to the difficulty encountered during advancement, leading to the shaft kinking, and ultimately separating. Since no damage was noted during product inspection prior to use, this suggests that a product deficiency did not contribute to the reported complaint. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. In this case, the failure to cross, shaft separation, and kinks appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity.

Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during a circumflex artery stenting procedure resistance was felt during advancement of the xience stent delivery system due to the severely tortuous vessel and the proximal shaft kinked. As the sds was being withdrawn, the shaft separated at the kinked location. Since the area of the break was outside of the body, the device was easily removed. Another xience stent was placed. There was no adverse pt effect reported. Although requested, there was no additional info provided.